Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this 30mm ring, this ring was explanted and replaced because it did not stop the valvular regurgitation. The physician realized that the regurgitation of the valve was due to a deficient anterior valve leaflet, necessitating replacement of the tricuspid valve with a bioprosthetic valve. No failure of the ring occurred, and no other adverse patient effects were reported.

Manufacturer narrative:
Device implanted dates added; device explanted dates added.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improve long term clinical outcomes. There are occurrences when a valve repair is attempted using an annuloplasty device, and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. This investigation found no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.